Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The complaint cannot be confirmed. An eiii needle was loaded into the gun, which loaded into the device as intended. Upon investigating the device it was noticed that the upper jaw is slightly bent inwards. As this is a reusable device, it is possible that the device was dropped or mishandled on the jaw in order to cause the deformation. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder/rotator cuff repair procedure but prior to use on the patient, it was observed that the expressew ii flexible suture passer could not be loaded with the needle. During in-house engineering evaluation, it was determined that the upper jaw on the device was slightly bent inwards. It was reported that the procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep was not present for the case and was handed the device by the facility. The original sales rep that was present has since left the company therefore no further information could be provided. The device will be returning for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.